Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue; however, it was determined that the device was rusted and corroded beyond normal use and had likely been submerged in water. It was observed that the internal hlc batteries had been completely depleted as a result.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons showing, the device would likely not have sufficient power to deliver adequate defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.